Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
It was indicated that on an unk date, the pt was implanted with an action neosphincter. It was also indicated that the device was removed. Add'l info was requested, but not provided.